Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the patient¿s lens was dropped when the ophthalmic system was used. The patient¿s wound was closed, and was referred to another hospital for lens removal and lens fixation. The patient was hospitalized. The patient¿s current condition is unknown.